Event description:
It was reported that after a da vinci-assisted live resection surgical procedure, the fenestrated bipolar forceps instrument had a broken wire. The user completed the procedure using the same instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted site reviewed the video of the operation, using bipolar in the left hand and a harmonic in the right, and found no thermal damage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and was found to have a frayed grip cable at the grip hub, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found damage components that could have contributed to the cable breaking. The yaw pulley is indented. Additional observation related to customer reported complaint: the instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damage but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do show damage. The yaw pulley is indented. The instrument was found to have an indented yaw pulley. One side of the yaw pulley had several indentations. The root cause of indented yaw pulley is attributed to the user. This damage might have contributed to damaged conductor insulation. The complaint was confirmed by failure analysis.